Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil was embedded deep in the tubal lumen') and ectopic pregnancy with contraceptive device ('ectopic pregnacy') in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), tooth disorder ("dental problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and psychological trauma ("psych injury"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, hypersensitivity, menorrhagia, bladder disorder, cystitis, urinary tract disorder, vaginal discharge, fatigue, alopecia, visual impairment, tooth disorder, nausea, migraine, headache, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/abdominal pain, menorrhagia, hypersensitivity, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, vision problems, dental problems, nausea, migraines, headaches, hormonal changes. Concerning the injuries reported in this case, the following events were described in medical records- embedded device. Most recent follow-up information incorporated above includes: on 11-dec-2020: medical record received- new event embedded device was added. Lot number, reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil was embedded deep in the tubal lumen') and ectopic pregnancy with contraceptive device ('ectopic pregnacy') in an adult female patient who had essure (batch no. 880436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), tooth disorder ("dental problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and psychological trauma ("psych injury"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, hypersensitivity, menorrhagia, bladder disorder, cystitis, urinary tract disorder, vaginal discharge, fatigue, alopecia, visual impairment, tooth disorder, nausea, migraine, headache, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/abdominal pain, menorrhagia, hypersensitivity, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, vision problems, dental problems, nausea, migraines, headaches, hormonal changes concerning the injuries reported in this case, the following events were described in medical records- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), tooth disorder ("dental problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, hypersensitivity, menorrhagia, bladder disorder, cystitis, urinary tract disorder, vaginal discharge, fatigue, alopecia, visual impairment, tooth disorder, nausea, migraine, headache, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/abdominal pain, menorrhagia, hypersensitivity, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, vision problems, dental problems, nausea, migraines, headaches, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant correction -ccc changed. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), tooth disorder ("dental problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, hypersensitivity, menorrhagia, bladder disorder, cystitis, urinary tract disorder, vaginal discharge, fatigue, alopecia, visual impairment, tooth disorder, nausea, migraine, headache, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/abdominal pain, menorrhagia, hypersensitivity, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, vision problems, dental problems, nausea, migraines, headaches, hormonal changes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury "is replaced by "pelvic pain", events- "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal, menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity, pregnancy: ectopic, psych injury, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, vision problems, dental problems, nausea, migraines, headaches, hormonal changes and device monitoring procedure not performed", added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.